Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, the tip of the guide wire was stretched. The target location was an unspecified, very tortuous vessel which was feeding an abdominal aortic aneurysm. The fathom 16 guide wire was introduced into the patient inside a 5fr .038 non bsc catheter. After several attempts to advance the wire to the optimal location, some loss of control was noted and the wire was withdrawn. Upon examination outside of the patient, the tip of the guide wire was noted to be stretched. Fluoroscopy confirmed that no portion of the wire had detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the core wire and nitinol tubing were broken and the coating was peeling.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1601 relates to component codes 463 & 3123. Device evaluated by MFR: examination of the returned device revealed the guide wire and the torque device were received. The guide wire platinum coil was severely stretched. The core wire was broken at approximately 7.5cm from its distal end and the nitinol tubing was broken in 2 areas. The platinum coil kept the distal end from separating from the device (the device was still intact and in 1 piece). During analysis, the nitinol tubing was stretched distally and the core wire was exposed. The guide wire distal tip dome was examined revealing the core wire had been pulled from the dome. Under magnification, the polytetrafluroethylene coating was observed to be scraped off at 13.5cm and 14.5cm from the proximal end; the coating was missing 360 degrees around the guide wire. Visual examination also confirmed sections on the proximal end of the wire where the coating was partially peeled up from the stainless steel core wire. The torque device brass collett markings appeared to be on the guide wire indicating the torque device had been pulled down the wire. The guide wire was bent on several places along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).